Manufacturer narrative:
The meter has been returned and an investigation on april 5, 2018, using the returned meter and retained test strips (lot no: 1611914), has determined the complaint is not confirmed. Performed visual inspection and no issues were observed. Meter powered on with button depression. Meter powered on with strip insertion. Performed control solution testing and no errors occurred at any time. All results were all within range specification. The adc reading of 27 mg/dl was found on the meter¿s memory log. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2018 at 8:00 am, she received a reading of 27 mg/dl from her adc blood glucose meter which was lower than she felt. She tried to eat breakfast but felt ¿sick, with a stomachache and was vomiting¿. At 1:00 pm customer was taken by her father to her healthcare provider where a reading of 400 mg/dl was received at 1:00 pm. She was advised to go to the hospital. At the hospital, a reading of 400 mg/dl was received at 2:00 pm on an unspecified hospital device. Customer was diagnosed with diabetic ketoacidosis and admitted to the intensive care unit. She was treated with insulin via intravenous infusion. Customer was discharged on (B)(6) 2018. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. (Date of event) was incorrectly documented in the initial MDR 30 day report. Date of event has been updated.

Event description:
Customer reported that on (B)(6) 2018 at 8:00 am, she received a reading of 27 mg/dl from her adc blood glucose meter which was lower than she felt. She tried to eat breakfast but felt ¿sick, with a stomachache and was vomiting¿. At 1:00 pm customer was taken by her father to her healthcare provider where a reading of 400 mg/dl was received at 1:00 pm. She was advised to go to the hospital. At the hospital, a reading of 400 mg/dl was received at 2:00 pm on an unspecified hospital device. Customer was diagnosed with diabetic ketoacidosis and admitted to the intensive care unit. She was treated with insulin via intravenous infusion. Customer was discharged on (B)(6), 2018. There was no report of death or permanent injury associated with this event.